Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they admitted to the hospital due to diabetes ketoacidosis and high blood glucose of 1100 mg/dl on (B)(6) 2021. Customer had a gastroparesis attack and had nausea and vomiting. The customer was treated with the intravenous insulin drip. Customer completed displacement test and it was passed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at the time of incident. The insulin pump will not be returned for analysis.